Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after experiencing a ventricular tachycardia storm. A ventricular tachycardia ablation was then performed. During the procedure, the atrial lead became dislodged. The following day on (B)(6) 2021, the atrial lead was explanted and replaced with a new lead for steroid eluting purposes. The patient tolerated the procedure well and was reported to be in stable condition.